Event description:
A report was received that a patient was burned by her precision charger. The patient stated that the burn was about twice the size of a silver dollar. The patient states that burn goes away but comes back every time she charges. She applies cream to soothe the burn.

Manufacturer narrative:
Boston scientific neuromodulation initiated a class ii recall of charger, as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to boston scientific neuromodulation and replaced with a charger 2.0 device. No further investigation is necessary because, the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Boston scientific neuromodulation is no longer manufactures or distributes charger 1.0 devices. This is the final report.